Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 12 events were reported for this quarter. Product return status 11 devices were received for evaluation. 1 device was not available to stryker for evaluation status 9 events were confirmed during testing. - 5 devices were found to be affected by corrosion. - 4 devices were found to be affected by a lubrication problem. 1 event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 12 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.